Manufacturer narrative:
Upon further investigation, this event is a duplicate and was reported in report ref # 3004464228-2024-27217-00.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm. The pod was removed and a new pod was applied. The patient visited the general practitioner and was prescribed clindamycin antibiotics (3 times a day for 5 days) for treatment.